Event description:
Paramedics were using the device for purposes of routine monitoring. The device was inadvertently struck, which reportedly cracked the device front case. The device was rendered inoperable as a result. The reporter stated there were no adverse affects to pt care resulting from the reported discrepancy.